Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during displacement test due to motor high current draw. The insulin pump was unable to perform self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test due to compromised force sensor system alarm. The insulin pump passed idle current test and run current test. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 117 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.